Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed a suture retrieval issue needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with five proglide devices using the pre-close technique via a 18fr sheath prior to an interventional endoprosthetic procedure. Reportedly with all five devices, when removing the device, the suture, with the formed knot and loop, came out with the device. The sutures of two new proglide devices were successfully pre-placed. The endoprosthetic procedure was completed with the same 18fr sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.